Manufacturer narrative:
(B)(4). The device involved was a small volume infusor during a folfox or folfiri protocol. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14j030 was manufactured september 11, 2014-september 12, 2014. Lot 14n038 was manufactured december 15, 2014-december 16, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No flow was reported to have occurred during the use of an unknown elastomeric infusion pump. The device was filled with fluorouracil for a 48-hour infusion. After 24 hours, 90% of the solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.